Event description:
The customer reported falsely nonreactive architect havab-igm results on two patients. Results provided: (B)(6) = 0.65 / 0.55 s/co. Repeated on vidas: positive, hav rna detected, oral fluid sample: positive. (B)(6) 2022, sid (B)(6) = 0.05 s/co, repeated on roche cobas positive = 14.10, hav oral fluid sample: positive. Interpretation: nonreactive < 0.80 s/co grayzone 0.80 -1.21 s/co reactive >=1.21 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6). This report is being filed on an international product, list number 6c30 that has a similar product distributed in the us, list number 6l21.

Manufacturer narrative:
The complaint investigation for false non-reactive results tested with the architect havab igm assay lot 33110be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing. Trending review determined no trends for the issue for the product listed. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. In-house testing of a retained reagent kit of the complaint lot determined that the sensitivity performance is not negatively impacted. A review of the product labeling concluded that the issue is sufficiently addressed. Based on our investigation, no systemic issue or deficiency with the architect havab igm reagent lots 33110be00 was identified in the complaint.